Event description:
It was reported that stent damage and stent movement on balloon occurred. The 100% stenosed, 32mm in length, de novo, chronic total occlusion target lesion was located in the 2.5mm in diameter left anterior descending artery. The lesion contained >=90 degrees bend. A 6fr and a 8fr unspecified guide catheters were placed. After a 0.014 unspecified guide wire crossed the lesion, a 2.5x20mm unspecified balloon catheter was used for predilation. Then a 32x2.50mm synergy¿ stent was advanced to the lesion. The stent was attempted to be deployed; however, it could not be visualized under fluoroscopy. It was found out that the stent was on the tip of the hypotube and was noted to be mangled. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. However, a photograph was received for this complaint. A review of the photograph noted that while the photo image was a little out of focus, the photo does appear to show a damaged stent with a blue stent protector partially inserted over one end of the stent. The stent does not appear to have been deployed and the profile of the stent appears bunched or not uniform. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and stent movement on balloon occurred. The 100% stenosed, 32mm in length, de novo, chronic total occlusion target lesion was located in the 2.5mm in diameter left anterior descending artery. The lesion contained >=90 degrees bend. A 6fr and a 8fr unspecified guide catheters were placed. After a 0.014 unspecified guide wire crossed the lesion, a 2.5x20mm unspecified balloon catheter was used for predilation. Then a 32x2.50mm synergy stent was advanced to the lesion. The stent was attempted to be deployed however it could not be visualized under fluoroscopy. It was found out that the stent was on the tip of the hypotube and was noted to be mangled. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).